Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded the unit was being used for a project when the reported issue was discovered.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery would not charge and power was lost when the base was unplugged. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) found that the power manager board would not charge past 3.3 amp hours (ah). The power manager board was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.